Event description:
During variax dr surgery, the fixation pin was broken when surgeon tried to attach it to plate via aiming block. The surgeon finished the surgery without the system.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event ¿fixation pin was broken¿ could be confirmed. Within the visual investigation it was determined that the stop pin, laser-welded with the expanding sleeve, was broken off due to too high bending forces and therefore detached. The broken off stop pin was returned as well. The fracture surface of the welding seam between the stop pin and expanding sleeve shows the appearance of a forced rupture. The geometry of the welding seam indicates that the laser-welding seam was correctly performed. Because of the too high torsional forces, several times acted during the application, too high bending forces occurred upon to the stop pin leading finally to the breakage of the laser-welding seam between the stop pin and expanding sleeve. Based on the currently performed investigation the root cause was attributed to a user related issue. Because of too high bending forces, the laser-welded seam between the stop pin and expanding sleeve was broken off in low cycle fatigue mode with much evidence of a forced rupture. Indications for material or manufacturing related issues could not be found during investigation. Therefore no corrective action was deemed necessary at this time. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. No non-conformity was identified.

Event description:
During variax dr surgery, the fixation pin was broken when surgeon tried to attach it to plate via aiming block. The surgeon finished the surgery without the system.